Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act and up button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device monitored for several days. Device received with all operating currents within specification passed displacement test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were stuck and batteries did not last a full week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.